Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Please clarify when did the alleged issues (pull off and bending) happened, pre-op, intra-op or post-op? Intra-op. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot numbers provided, omedgowd and olmadr , are invalid according to our quality data base. Can you please provide the valid lot number that applies to this specific product? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare active ingredient(s) triclosan dosage form suture/solid/parenteral strength = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. The suture came apart from the needle during use. There were no patient consequences reported. Additional information has been requested.